Event description:
It was reported that four weeks after a device change, the patient had bleeding/oozing from the pocket. Tte showed no valvular vegetations, but high density material on the leads. It was further reported the pocket was infected and the system was removed. During extraction of the lead, the screw did not fully retract. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.